Event description:
It was reported impedance reading greater than 3600 ohms. In the snaplid the lead worked fine. It was noted an extension was added since the pocket needed to be moved. Impedances were fine in the implantable neuro stimulator with the extension. At the time of this report, no further details were reported. Additional info was requested and will be provided when available.

Manufacturer narrative:
(B)(4)